Event description:
The user noted erroneous results from the p module. Of the data provided, the direct bilirubin result for one patient sample was discrepant. The initial result was 3.2 mg/dl, repeat result was 0.5 mg/dl and repeat result from another p module was 0.3 mg/dl. No erroneous results were reported and the patients were not affected. The direct bilirubin reagent lot number was 15828600. The field service representative determined there was an optical failure and the user replaced the reaction lamp. To verify the analyzer operation, the user performed a successful cell blank, calibration, qc and precision testing.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.